Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and absorbable suture was used. The suture was used in the subcutaneous layer. The patient experienced a white discharge from the wounds post-operatively. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent total knee replacement procedure on (B)(6) 2015. On (B)(6) 2015, the patient experienced white discharge. The suture was removed from the sight, alternative dressings were done and antibiotics were continued.

Manufacturer narrative:
Conclusion: the actual sample was not returned for evaluation. Retained samples were evaluated for sterility and the results concluded that the control samples were found to be sterile.